Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The videoscope had white foreign material inside the j-tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 (describe event or problem) should be: it was observed that during the device inspection, the gastrointestinal videoscope exhibited white foreign material inside of the jet-tube and the plastic distal end cover had a burn. There were no reports of patient involvement. Correction: h6 (component code) should be: 525 ¿ tube & 772 ¿ cover. Correction: h6 (medical device problem code) should also include: 1071 -thermal decomposition of device. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, foreign material remained in auxiliary water channel and c-cover burnt, could not be identified. Although mbc obtained the following information from the attachments, they could not identify the foreign material. White foreign material remained in auxiliary water channel. Sbc assumed the possibility that antifoaming agent including simethicone had remained. Regarding the c-cover burnt, mbc could not conclusively specify the root cause of the suggested event. Mbc presume that the suggested event occurs if high energy endo therapy accessories are used without sufficient distance from distal end. Although we requested sbc to provide information whether the user used the high energy endo therapy accessories or not repeatedly, no information was obtained. Therefore, we could not determine the cause of the event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿user may prevent the suggested event 1 by handling the device in accordance with the following IFU. Warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result.¿ olympus will continue to monitor the field performance for this device.